Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested but unavailable: why does the surgeon believe the source of bleeding was the ip ligament when nothing was done to the source of bleeding? Please confirm that the site of the bleed was identified in the 2nd re-op. At the time of the 2nd procedure what was done by the surgeon to address the bleed? Was there any hemostasis issue noted in the preliminary surgical procedure? How was the bleeding identified? Did the surgeon achieve the end tone with the device with each transection in the surgical procedure, prior to advancing the knife?

Event description:
It was reported that after an open hysterectomy procedure the patient developed a bleed later the same day as the surgery. The surgeon scoped the patient and found that the ip ligament, which is where the device was used, is where the bleed originated, but it had stopped on its own by the time the surgeon observed the area. No reoperation was required, but the patient did receive 6 units of blood. The patient is currently stable and has since been released from the hospital. Their hospital stay was extended by 2 weeks. The sales rep stated that there were no issues with the device during the procedure.